Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure in the colon on (B)(6) 2013. According to the complainant, the indication for the procedure was a malignant tumor causing a 8 cm stricture in the sigmoid colon. Reportedly, the patient anatomy was not tortuous. During the procedure, the stent was not able to be deployed and the shaft of the delivery catheter bent. The stent was removed from the patient fully constrained on the delivery catheter. Another wallflex enteral colonic stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath and that the outer sheath was torn.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the evaluation findings of catheter delamination. (B)(4) for the evaluation findings of catheter torn. A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath was torn at 62 mm distal to the distal end of the handle. The stainless steel shaft was kinked at 27 mm distal to the distal end of the hub handle. During analysis it was possible to deploy the stent without issue. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.